Event description:
It was reported that this pacemaker system exhibited undersensing on the right atrial (ra) lead channel. Technical services (ts) was consulted and further in office review was recommended. No adverse patient effects were reported. This system remains in service.